Event description:
Crna was placing epidural for labor delivery. When he attempted to pull back on the catheter, the catheter broke. Approximately 5 cm of the catheter was left in the patient's back. Attempt #1 at 5.5 cm at l3-4 cath threaded and pt c/o paraesthesia on left. Attempted to manipulate epidural cath with needle in place and a portion sheared off into patient. Paraesthesia completely resolved. Attempt #2 at l2-3 + lor (loss of resistance) 5cm. Cath threated to 11 cm at skin. Unable to give med through cath. Cath withdrawn intact with kink noted at approximately 1.5 cm. Pt. Remained stable. Post delivery CT with management of anesthesia/neurosurgery. Films showed catheter mildly coiled up at l2-3 on the left and is barely visible. Given its location in the lateral recess almost under the facet near the foramen it is recommended that we not attempt removal unless problem develops. Pt. Will follow up on 3-4 weeks. Pt. Was asymptomatic. She was discharged in stable condition. Provider states that we have had issues with catheters kinking in the past with same manufacturer, but not the same caliber as this. Provider has had 3 in the last 3 months that have kinked. The catheter itself is of lower quality that previously used. Patient code: 4421. Device code: 1069; 1454; 2981. Reference reports: mw5176956, mw5176958.